Event description:
It was reported that after the battery replacement it worked fine until 2014-(B)(6) and the patient had the wiring changed. After that the device worked wonderfully.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va01hrk, implanted: 2012-(B)(6) explanted: 2014-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).